Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient thinks that their ins was depleted because "it has been giving her problems." There was no allegation that the device depleted prematurely. No patient symptoms were reported. No complications were reported or anticipated.